Event description:
It was reported that during a laparoscopic cholecystectomy, the device jammed and jaws could not be reopened. Device was gently pulled off with no consequence to the patient. Another device was used to complete the case.

Manufacturer narrative:
Date sent: 10/17/2007. Information anticipated, but unavailable at this time.